Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the system's universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi received the usm associated with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed and replicated the reported failure, error 319. The unit tested on an in-house system and failed normal mode as it triggered error 319. When rolling loop fiber was swapped with a new one, the error no longer occurred. When original rolling loop fiber cable was reinstalled, the error 319 came back. When the unit was tested on the patient side cart fixture test platform (pftp); using the new rolling loop fiber, it passed all the required tests.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system had recoverable error 319 that would not recover. The customer restarted the system with no change. The customer was able to disable the system's universal surgical manipulator (usm) 3 and push it out of way to continue case. The procedure was completed as planned with no reported patient harm, injury, or adverse outcome. Intuitive surgical inc (isi) received medwatch (mw22010000-2020-8022/user facility report 2201010000-2020-8022) stating: while the doctor was operating from the console during a rectopexy, the da vinci system faulted. After the system was rebooted as instructed by the da vinci system, the fault was still occurring. The da vinci staff was called and recommended a hard reset of the patient cart or to do operation without the malfunctioning arm.